Manufacturer narrative:
Upon follow up, the patient declined to provide any additional specific suspect device or personal data.

Event description:
Patient (user) reported a routine urinary tract infection (uti). She was prescribed an antibiotic. She said she did not know of a product problem that may have contributed to her getting the uti.